Event description:
Patient scheduled for choledoschoscopy during lap cholecystectomy, first flexible opened would not deflect, second flexible opened and was torn in several places. Surgeon used scope holding forceps recomended by manufacturer but tears still occurred. Due to difficulty in locating common duct, patient had to be opened up.